Event description:
Olympus informed following event. During a laparoscopic supracervical hysterectomy, the physician used two subject devices. During use of the first subject device, the error occurred continuously. He replaced with the second device. However, the error occurred too. The procedure was completed a similar device. There was no pt harm reported. This is a report regarding the first subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that probe broke down at 15mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were contact marks of the probe and jaw where the probe was broken off. The proximal side of the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe cracked. After that, since physician continued to use the device, the probe tip broke. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00262.